Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jul-2018 with the following findings: the pump powers up with auditory and vibration to a blank screen, and the reported ¿blank screen¿ complaint was duplicated during the investigation. Unrelated to the original complaint, it was found that the battery compartment was cracked below the grip pad. The returned battery cap was undamaged and able to fit. The pump¿s cover was removed and moisture and corrosion were observed on the eeprom circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.